Event description:
Spouse of home pt (hp) reports spiking a new bag onto an already spiked line of the homechoice set after noting a kinked port with the original bag. Baxter technician assisted hp in ending treatment early evening. No pt injury reported by rn.